Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/74 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: electrocardiographic morphology during left bundle branch area pacing: characteristics, underlying mechanisms, and clinical implications. Pacing clin electrophysiol. 2020; 43:297-307. Doi: 10.1111/pace.13884. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding electrocardiographic morphology during left bundle branch area pacing. It was reported that in eight (8) patients, the left bundle branch pacing lead exhibited loss of capture due to less than ideal thresholds. These patients subsequently received left ventricular septal pacing instead. In six (6) patients, the r wave amplitude diminished once capture was lost. Three (3) patients developed transient right bundle branch block during the procedure caused by mechanical injury, however, these patients recovered prior to the completion of the procedure. The leads remain in use. No further patient complications have been reported as a result of this event.